Manufacturer narrative:
Medical device expiration date: unknown. PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. No lot # provided. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes were drawing insufficient amounts of blood. No report of injury or medical intervention. No report of blood exposure to mucous membrane.